Event description:
Subsequent to the initial medwatch report filed on (B)(6) 2013, additional information was received which indicates that the stent was implanted in the proximal left circumflex and had no in-stent restenosis. There was no restenosis within the stented segment or within 5 mm of the stent. As this event has been reported, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dyspnea is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure with placement of a 2.5 x 33 mm xience prime stent in the proximal left circumflex (cx) artery. On (B)(6) 2012, the patient experienced an episode of shortness of breath. Diagnostic coronary angiography was performed and noted mild plaquing in the proximal cx and the distal cx, with a patent stent in the mid cx. No additional information was provided.